Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. This device is not marketed in us, therefore 510k is not applicable.

Event description:
On nov. 18, the user found that the main lamp can not be lighted before the procedure and it needs to re-powered on the processor for many times to illume the light. The user finished the procedure in successfully. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Correction information this MDR was submitted on jan 4, 2022, it was submitted as 9610877-2021 due to an error. Therefore, we re-submit it with the new number 9610877-2022. Before correction MFR no.:. After correction MFR no.:9610877-2022-00057.